Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Functional testing was performed and there was no failure detected. A review of the downloaded data log found screen error alarms and firmware errors. The complaint is confirmed because the reported issue was seen during the log review. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.